Event description:
The following has been reported: biomed reported: "this pump threw multiple "service needed" alarms. Unaware of any patient harm or delayed infusion, but will defer to the fresenius-kabi nurse for more details on the exact nature of the issue. This issue arose during pump go live rollout and thus this should be treated as an out of box failure." Nurse reported: "the nurse had back primed the secondary with the pump and upon starting the secondary medication, they got a pump failure. The nurse switched the infusions to another pump and resumed the infusion with no lapse in the treatment." A preliminary review identified the following issue: sensor hardware failure (av encoder) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.